Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture at 7.5v, 1.5ms pulse width. After the ventricular lead tested normal, the pulse generator was replaced.